Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned. To hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. (B)(4).

Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified volume of holoxan at an unspecified rate via a plum pump. After an unspecified length of time in use, it was reported that the tubing separated from the option-lok male adapter. An unspecified volume of the chemotherapeutic agent leaked onto the pt and the floor. The spill was cleaned up according to the user facility's protocol. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was received including specific pt info, the length of time the device was in use, and if the tubing set was replaced and the therapy was resumed.